Manufacturer narrative:
Additional information: g3, g6, h2, h6, h10 . An event of heart block, hypertension, and tachycardia was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated the patient had a sinus rhythm, no calcification extending beneath aortic annular plane, and implant depth was 4mm from the non-coronary cusp, which is deeper than the optimal 3 mm. Based on all available information, causes for the reported heart block, hypertension, and tachycardia could not be conclusively determined.na.

Event description:
It was reported that on 05 september 2023, a 25mm navitor valve was chosen for implant using an delivery system. During deployment, the navitor was positioned, 5mm toward the left ventricular outflow tract (lvot) side. After the first deployment, the implant depth of left coronary cusp (lcc) was 5mm and non coronary cusp was 4mm. After 80% of deployment completed, a right bundle branch block was appeared and the blood pressure was higher than before surgery. The control pacing was increased to 130 to control blood pressure. The navitor was completely deployed and the release was completed without any problems. There was no calcification extending beneath the aortic annular plane in the interventricular septum. There was no paravalvular leak (pvl) confirmed in echocardiogram (echo) evaluation. The electrocardiogram (ECG) appeared to be returning to sinus rhythm. Within 5 minutes after the deployment, ventricular tachycardia (vt) briefly appeared, and a contrast imaging was performed but no problems in sinus sequence found in coronary angiography. The vt subsided and returned to its original waveform, but 12 minutes after, complete atrioventricular block (cavb) was confirmed on an electrocardiogram. The patient left catheter room with a temporary pacemaker. There was no clinically significant delay in procedure. It was reported that on 12 september 2023, the cavb was not resolved and pacemaker was implanted. On 15 september 2023, the patient was reported discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for implant using an delivery system. During deployment, the navitor was positioned, 5mm toward the left ventricular outflow tract (lvot) side. After the first deployment, the implant depth of left coronary cusp (lcc) was 5mm and non coronary cusp was 4mm. After 80% of deployment completed, a right bundle branch block was appeared and the blood pressure was higher than before surgery. The control pacing was increased to 130 to control blood pressure. The navitor was completely deployed and the release was completed without any problems. There was no calcification extending beneath the aortic annular plane in the interventricular septum. There was no paravalvular leak (pvl) confirmed in echocardiogram (echo) evaluation. The electrocardiogram (ECG) appeared to be returning to sinus rhythm. Within 5 minutes after the deployment, ventricular tachycardia (vt) briefly appeared, and a contrast imaging was performed but no problems in sinus sequence found in coronary angiography. The vt subsided and returned to its original waveform, but 12 minutes after, complete atrioventricular block (cavb) was confirmed on an electrocardiogram. The patient left catheter room with a temporary pacemaker. There was no clinically significant delay in procedure. It was reported that on (B)(6) 2023, the cavb was not resolved and pacemaker was implanted. On (B)(6) 2023, the patient was reported discharged.